Event description:
On august 7, 2008 at 4:48pm, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter would not power on after the battery was replaced. The complaint was classified based on the customer service representative (csr) documentation. The patient tests her blood glucose at least four times a day and manages her diabetes with insulin (self adjuster). The patient stated that the alleged meter issue first occurred sometime in 2008 and as a result, the patient reportedly took her usual humalin 70/30 (70 units in the morning and 65 units at night) to manage her diabetes. At an unspecified time after the alleged meter issue began, the patient reportedly developed symptoms of "crabby, thirsty, urination and headache" but claimed that she did not seek medical intervention or received treatment. During troubleshooting, the following was verified by the csr: this was not a new out of box product and there was no meter trauma. The meter did not power on when the power button was pressed or when the test strip was inserted all the way into the test strip port. The correct test strips were used and the battery was correctly installed. Consequently, it was discovered that the patient had installed the battery upside down. The issue was resolved; however, the patient's products have been replaced. This complaint is being reported because the patient claimed that she developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.